Event description:
The reporter indicated that a lead test was attempted three times and could not be run. Stimulation became painful (near the generator site) for the pt and pt began coughing. When the generator was interrogated, the settings were different than the pt's original settings. The reason for the pain and coughing could be that the generator was set to 1.0ma rather than the original settings of 75ma. The change in settings could occur from an interrupted lead test. The pt also called and reported that pt has a "bump" near the generator site and feels that the device is stimulating more frequently than it is programmed to. There is no odd discoloration associated with the bump. The pt's voice is altered during stimulation.

Event description:
The reporter indicated that a lead test was attempted three times and could not be run. Stimulation became painful (near the generator site) for the pt and the pt began coughing. When the generator was interrogated, the settings were different than the pt's original settings. The reason for the pain and coughing could be that the generator was set to 1.0ma rather than the original settings of .75ma. The change in settings could occur from an interrupted lead test. The pt also called and reported that the pt has a "bump" near the generator site and the pt feels that the device is stimulating more frequently than it is programmed to. There is no odd discoloration associated with the bump. The pt's voice is altered during stimulation.